Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing stopper was observed as the photo shows a tube with the rubber stopper missing. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed as the tube was missing the rubber stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing stopper. Bd determined that the root cause of the missing stopper was attributed to a jam on the line with an incomplete line clearance after the jam. Awareness of this complaint has been created within the business team. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced missing component of product. The following information was provided by the initial reporter. The customer stated: before use, it found that the stopper was missing.